Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred. A write to locked ram power on reset (por); occurred on (B)(6) 2016.

Event description:
It was reported that an electrical reset occurred on the patient's implantable cardioverter defibrillator (ICD). No action was taken. The device remains in use. No patient complications have been reported as a result of this event.